Manufacturer narrative:
The investigation was started but is not yet concluded. We will send you the result with the follow up-report.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator rebooted and the ventilator audibly alarmed. No patient injury was reported.

Manufacturer narrative:
The device log reveals that the warmstart was caused by a deviation in the nebulizer function. During drug nebulization the status of the internal nebulization valve is supervised by the internal software task of the device. The nebulization valve should only be activated during the inspiratory flow delivery phase, but was observed in activated status also during the plateau phase. The device reacted as specified for this condition with a warm start to fix the inconsistency. The relevant components of the device were exchanged and returned for investigation. The device passed all tests after the repair. During investigation at manufacturer site the returned components were found to be fully functional. It was concluded that reassembling of the new components including cable and tube connections had solved the problem. Analysis of the quality data base showed that similar complaints are rare. A reboot of savina 300 needs about 12s and is accompanied by alarms. During this time the patient hose system is opened to atmosphere to allow spontaneous breathing.

Event description:
.